Event description:
Patient¿s father contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, patient experienced some bleeding at the insertion site.patient¿ father contacted patient¿s endocrinologist who recommended that they refrain from using cgm until more training about cgm use was obtained.at the time of her father¿s call to dexcom technical support, patient was feeling fine.